Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable low elecsys estradiol iii assay results for multiple patient samples on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer compared to a different e170 analyzer. The customer provided examples of discrepant estradiol iil results for 2 patient samples. For patient 1 the initial estradiol iii result was 5 pg/ml on the e 170 analyzer. The repeat result was 38.8 pg/ml on a different e 170. For patient 2 the initial estradiol iii result was 6.69 pg/ml on the e 170 analyzer. The repeat result was 23.03 pg/ml on a different e 170. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The estradiol reagent lot number was 00284592. The expiration date was asked for but not provided. Calibration and qc results were acceptable. The field service engineer (fse) found a broken prewash syringe. The fse replaced the syringe. The calibration and qc for estradiol iii were acceptable. The broken syringe was determined to be the root cause.